Event description:
It was reported that the battery gauge was fluctuating resulting in the pump shutting down. There was no reported impact to the customer's blood glucose level. Reportedly, customer continued using pump for insulin therapy. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.